Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the customer noted char on tip of celsius rmt catheter. The physician completed the case without any patient consequence by using same like product.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and was found that the tip had char.the catheter was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert providing acceptable ablation readings. The device history record (DHR) was revised and no anomalies were found related to this failure mode. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The char condition was confirmed; however, the cause of this condition is unknown since the investigation suggests that the catheter was manufactured within specification.